Manufacturer narrative:
Although no patient harm occurred in this reported incident and the device fulfilled its intended use, it was determined the incident is reportable based on the potential for serious injury. Specifically, if the sleeve retracts during the removal of the procedure sheath, the collagen is deployed at the arteriotomy site immediately. The imaging step for verification of disc location with respect to the arteriotomy cannot be performed as indicated by the IFU. If the disc is not against the intima when the sheath is removed and the sleeve retracts, there is a chance that collagen could deploy in part or fully in the vessel. Per the reported event, no patient harm was reported and the intended use was achieved.

Event description:
Vascade was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. As the sheath was removed the black sleeve retracted without the key in the lock. The collagen was then stripped off the device in the normal fashion and final hemostasis was achieved. No injury or complications noted.